Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be identified. Since the turret failure has been confirmed from the repair estimate inspection results, it is presumed that the event with error code e200 has occurred due to the turret failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/full establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source had an e200 (turret unit failure) error code. It is unknown when the issue occurred. There were no reports of patient harm.